Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, the patient was converted to an open surgery and the devices were explanted. The devices were explanted due to an infected aorta duodenal fistula. A cadaver artery was implanted and the patient is doing well.

Manufacturer narrative:
H6. Code: a review of the manufacturing paperwork has been conducted. H6. Code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note additional devices involved: pxt261416/03985790, pxc141200/04132198, pxl161407/04070825.